Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a vinci si cardiac procedure was completed, the patient had to be brought back to the operating room due to bleeding. It was discovered that the clip used with the small clip applier instrument had popped off of the patient's internal mammary artery (ima). To address the bleeding, the surgeon increased the port incision that was used for the system camera and manually clipped the patient's ima.

Manufacturer narrative:
Investigation performed by an intuitive surgical representative found that during the time period that the event occurred, the site was using clips that were not compatible with the small clip applier instrument. Since this event, the surgical staff has been retrained on the proper clips to use. The instruments and accessories user manual specifically states: the small clip applier instrument is designed for use with weck hemoclip small titanium clips (weck product code (B)(4)).